Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via noise and a change in morphology. The patient is in the hospital on a ventilator. Technical services recommended some testing and programming options. There were no additional adverse patient effects. The system remains implanted.